Event description:
I believe I had an allergic reaction to invisalign. It began with swollen submental lymph nodes, lacerations and ulcers underneath the tongue, ulcers behind the lips and on the gum line, and swollen gums. I also had a sore throat and a strong burning sensation on my tongue and in my mouth. I saw a nurse who mentioned it could be a reaction to invisalign. The symptoms began to heal when I had removed the aligners for a week, then worsened when I put the aligners back on for one day and one night. When I removed them again for a day and a night, the symptoms began to alleviate again.